Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two week later, a revision surgery was performed, during which a crack in the connecting tube between the pump and the cylinder was noted. Both components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two week later, a revision surgery was performed, during which a crack in the connecting tube between the pump and the cylinder was noted. Both components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. The first cylinder had a hole at corner of a fold in the proximal end of its body; however, the component passed the leakage test. The second cylinder had wear at fold in the middle of its body and it passed leakage test as well. The pump was visually inspected, leak and functionally tested. No visual damage or abnormalities were noted, no leaks were identified; however, the pump did not pass activation tests during functional inspection. Based on the information available and analysis results, the pump not passing functional test could have caused or contributed to the reported clinical observation of device not working properly; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.